Event description:
Adverse event(s): no consequence to patient (no known impact for consequence to patient). Product problem(s): phaco handpiece did not work (device inoperable). The customer reported there was no phaco action with the handpiece during a procedure. The system was switched out and the phaco handpiece worked fine after that. The procedure was completed, but was delayed about 5 minutes. There was no patient impact. The system was used on the following day with no problems. The customer also stated that the cpu battery needed replacement.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message in the event log. He replaced the cpu battery and the audio cable. The customer stated that they were using an extension cord with the console. The operator's manual states that only cords that are provided with the system should be used with the console. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).